Manufacturer narrative:
The reported product is an unknown baxter access set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed with an unknown access set, the patient experienced hemodynamic instability and ¿a drop in pressure¿. It was further reported that the upstream tubing blockage was not detected during the infusion and the flow rate was increased until the obstruction was detected. According to the reporter, the ¿hemodynamic instability of the patient required immediate medical intervention and close monitoring of the clinical condition¿. The patient remained unstable until the correct flow of levophed flow was achieved by titrating the infusion ¿upwards¿. No additional information is available.